Event description:
A malfunction code, malf 12, was reported by the customer, but there were no notable events prior to its occurrence. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, and the customer plans to call back once they have the required charging pad to perform the reset.